Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion as it got caught on the previously implanted stent and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The inflation lumen was twisted for a length of 5mm just proximal to the rapid port exchange. The balloon was loosely folded. At 3mm distal to the proximal markerband, there was a pinhole to the balloon. Product analysis confirmed the reported burst, as the device was found to have a pinhole damage to the balloon. There was an unreported twisted shaft segment to the inflation lumen. The damages to the device are consistent with a device interaction and difficulties crossing the lesion; however, the clinical circumstances could not be confirmed from analysis.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion as it got caught on the previously implanted stent and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient was in good condition.